Event description:
During an acute catherization, the table moved on it's own, causing a loss of fluorocine and table controls. Equipment had to be rebooted several times during case to correct the problem. No pt injury was reported by the site.